Event description:
It was reported that a patient presented remotely via merlin.net. The patient's implantable cardioverter defibrillator (ICD) had incorrectly interpreted a signal and delivered inappropriate shock. The patient was asymptomatic. The ICD was successfully reprogrammed. The patient was stable throughout procedure.